Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, and reportedly was feeling sick. Bg value not provided. The customer declined to provide additional information regarding the issue.